Event description:
Customer was hospitalized with dka. Customer has had problems with high and low blood glucose levels and has lost consciousness several times while on the pump. Troubleshooting was performed and pump appeared to be functioning normally.